Event description:
The reporter had questions regarding using the programmer. The pacer was observed to be in back up. Back up reset was performed. The pt stated that she did not have any surgery, defibrillation, etc.